Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2025 where infusion set tubing came apart. The site was patient's abdomen. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Summary: retention samples for this complaint database (B)(4) are not available for testing due to their location outside of our facility, currently located in netherlands. Despite the unavailability of physical retention samples, a comprehensive investigation was conducted using alternative data sources. See attachment database (B)(4) complaint test report, for full details. Investigation findings: device history record (DHR) review: the DHR for the associated lot 6009254 was reviewed and found to be complete and compliant. The lot was manufactured according to (B)(4) rev 80, appendix 2 batchkort til prodiktion af pak - renrum mv 11 - 15 og 16 with a total of (B)(4) units. No deviations, non-conformances, or anomalies were identified during manufacturing or final release. Trend analysis: a review of complaint data for this product code mmt-431ag and lot 6009254 revealed no trend or clustering of similar issues.this complaint appears to be isolated. Risk assessment: based on the absence of manufacturing issues and complaint trends, the risk to patient safety and product performance is considered low. There is no indication that the product is defective or that further corrective action is required at this time. Conclusion: although retention sample testing could not be performed, the investigation was completed using available documentation and data. The findings support that the product met specifications at the time of release, and no systemic issue is indicated. Therefore, the complaint is considered closed with no further action required.